Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6), 930am with blood glucose of 381 mg/dl but through lab it was 421 mg/dl. Customer¿s blood glucose was high last saturday 491 mg/dl. Patient's blood glucose at time of incident: 381 mg/dl. Patient's current blood glucose: 448 mg/dl. The customer experienced symptoms such as dry mouth fast heart beat and generally not feeling well, felt like vomiting. Customer was in emergency room as a result of high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap is loose. Customer declined to perform the high pressure test. Customer unable to run the high pressure test as customer does not have another quick set with him. The insulin pump will not be returned for analysis.